Manufacturer narrative:
H10: h3, h6: one 72203380 healicoil pk suture anchor was used for treatment but was not returned for evaluation. Definitive investigation, evaluation and conclusions were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Instructions for use incudes precautionary statements, instructions and/or recommendations for proper use of product. Per instructions for use it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Complaint history review indicated no similar allegation for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during an arthroscopy, during rotation, the healicoil anchor broke after insertion. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.